Manufacturer narrative:
Details of complaint: on 06/27/2024, the customer reported that their vital sign monitor (svm) (model: svm-7260a-t1w, serial number: (B)(6) provided an inaccurate non-invasive blood pressure (nibp) reading. The customer requested an exchange. There was patient involvement when the issue occurred, but no report of patient harm, no injury, nor any adverse event, due to the reported issue. Investigation summary: on 09/04/2024, the svm device was returned and evaluated by the nk repair center. The reported issue ("inaccurate nibp reading") was duplicated and confirmed. A definitive root cause could not be determined. However, upon evaluation, the repair center found the following parts to be faulty and required replacing: the nibp valve, pump, cracked front enclosure, and cracked rear enclosure. Nibp is a noninvasive determination of blood pressure and is used in conjunction with information obtained from other vitals and ECG to determine the patient's status. The risk of nibp failure is that there is a loss of monitoring of blood pressure for one patient. The bedside monitor will retain the ability to monitor the remaining vital signs and cardiac rhythm, as well as to generate alarms and transmit signal to a cns. Nibp failures may result from device damage or broken components including damaged buttons on the control panel, broken nibp sockets on the bedside device, or physical damage impacting internal components (e.g., pump, dpu, power bd, digital bd). Issues may arise due to wear and tear of the nibp components resulting in nibp circuit failure, pump failure or stuck solenoid. User errors may contribute to failure modes or false alarms with nibp readings such as the cuff being wrapped too tightly or loosely, the hose or line not connected properly, a bent hose, or nibp being performed concurrently with ibp measurement or incorrect user settings such at time interval or pwtt (pulse wave transit time) setup, measurements being performed on the wrong side or the measurement set to "auto" mode. Incompatible cuff or hose may also affect use and/or readings. Patient conditions that could contribute to nibp issues or inaccurate readings include body movement, or when a pulse wave is not detectable. A serial number review of the reported device (model: svm-7260a-t1w, serial number: (B)(6) does not reveal additional related complaints. Complaint history review of the customer's account does not reveal trends for similar complaints. Nk will continue to monitor and trend similar complaints.

Event description:
The customer reported the vital signs monitor (svm) had incorrect non-invasive blood pressure (nibp) readings while in patient use. No patient harm was reported.